Event description:
It was reported that the patient experienced low blood glucose while using the ilet system with a dexcom g7, noting a lowest cgm value of 50 mg/dl during overnight hours and treating with oral glucose in the form of orange juice, after which readings fluctuated before rising; the patient had recently changed supplies, and no device component issue was identified, with the device problem characterized as insufficient information. Symptoms included hypoglycemia and headache. Outcomes included an unexpected medical intervention, as oral carbohydrate was required. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no findings available and no device-specific contributing factor identified, with device problem and component details limited by insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.